Event description:
It was reported that the patient stated his inflatable penile prosthesis (ipp) has not worked since implant. The patient indicated that the device fills a little but deflates. Troubleshooting measures were performed by the patient but were not successful. The patient has an upcoming medical appointment to see a new surgeon and address the experience.